Manufacturer narrative:
(B)(4). Batch # l53r2p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, while firing the second reload, the linear cutter locked and the reload could not fire completely. The surgeon try to open the linear cutter but anvil fork damage. Then the surgeon finished the procedure with another linear cutter. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l53r2p. The analysis results found that the ntlc55 device was received with the anvil detached and with no reload present. No functional test could be performed due to the condition of the device. No conclusion could be reached as to how the anvil became detached, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.